Event description:
It was reported that the pt had a stricture in the esophagus 1 cm from the crina and despite the contraindication, the physician insisted to use a stent that is proximal release. During the suture release after partial deployment, the physician found it difficult to release further so he pulled out the entire delivery system along with the partially opened stent. After one day, the pt had to be referred to ICU and the pt expired.